Manufacturer narrative:
Correction for DHR review: a device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, after inserting the leadless pacemaker into the patient's body, the device could not be interrogated after multiple attempts. The device was then replaced with a new leadless pacemaker, but it could not be interrogated as well. A third leadless pacemaker implant attempt was performed, the electrode arrangement was modified, and it was able to be interrogated and implanted successfully. There were no patient consequences.

Manufacturer narrative:
Reported event of failure to interrogate was not confirmed. Visual inspection of the device found the helix was stretched out of specification. The helix elongation is consistent with having occurred during implant procedure. Further analysis performed found no anomaly. The device was able to be interrogated successfully with merlin programmer. Longevity assessment was performed and found to be normal.